Event description:
It was reported that the patient had some tremors the day prior to the report and when the reporter checked his right implantable neurostimulator (ins) it was very low, if not dead. Also, during the morning of the report the patient was working at his computer and the reporter noticed he was having tremors. The reporter stated that she had forgotten to charge the patient¿s ins and that it was ¿dual ,¿ so it depleted more quickly. The ins was also off, so the reporter turned it back on and the patient¿s tremors went away. The reporter then checked the left ins and it was at 50% and off, so it was turned back on as well. The patient began feeling better after both were turned on. The patient had recently gotten a ¿chatter vox¿ and was wearing it the day prior to the report for several hours, but not at all on the day of the report. The patient wore it around his waist and it was fairly close to his chest, so the reporter wanted to know if it could have turned the ins off. The reporter did not think she accidentally turned off the ins¿s with the programmer. Refer to manufacturing report #3004209178-2014-16324 as the patient had two ins¿s that were potentially affected.

Manufacturer narrative:
Product ID 37612, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4); product type programmer, patient product ID 37651, serial# (B)(4); product type recharger product ID 3387-40 lot# l53636, implanted: 1998 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 1999 (B)(6), product type extension product ID 3389-40, lot# j0443927v, implanted: 2004 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3389-40, lot# j0443927v, implanted: 2004 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4).